Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for unexpected restart. The customer¿s blood glucose was 200 mg/dl. Customer reported that after changing the battery insulin pump gave unexpected restart. Customer states a temp basal was not programmed before the unexpected restart alarm occurred. Customer states the insulin pump was not stored or not in use for an extended period of time. Unexpected restart alarm occurred shortly after inserting a new battery. Customer has an additional new battery (per IFU guidelines) available. Customer tried to change the battery already and same alarm. Advise that the pump will need to be replaced. Advise to monitor the pump and that patient may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed unexpected restart test and displacement test. No unexpected restart error alarm noted during testing. Unit was received with cracked battery tube threads, cracked reservoir tube lip and cracked case at display window corner.